Event description:
The suspect device generatefd a result of "lo" (<10 mg/dl), without having first applied blood or control solution to the test strip. Patient indicated that no action was taken based on this result. No patient injury was reported and no treatment was received. Technical support requested the return of thesuspect product and replacement product was shipped.